Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: hematoma, surgical intervention mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4)

Event description:
[Safety_note_update1]impacted product number:ip-00329043/product name: (B)(6)295cc/notes: this is associated with the men-15-003 study, participant 931-008 . It was reported that a 32 year old caucasian female patient who underwent augmentation with mentor glow study gel devices on (B)(6) 2018 developed post operative hematoma in the left side that was evacuated in a secondary procedure and resolved on the same day. This was assessed by the principal investigator as unrelated to the device. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is considered serious and reportable. This report part of psr-q3-10-31-2018, ip-00329043.